Event description:
It was reported that during a procedure to treat a lesion in the proximal right coronary artery (rca) with heavy calcification, pre-dilatation was performed. A 3.0x18 rx xience xpedition stent was successfully implanted in the distal portion of the proximal rca. A 3.0x28 rx xience xpedition stent was successfully implanted in the proximal portion of the proximal rca. Reportedly, both stents were confirmed to be fully apposed to the vessel wall on angiography. A 3.5x21 nc sprinter dilatation catheter was advanced for post dilatation as standard procedure; however, the balloon ruptured when inflated at 18 atmospheres. The dilatation catheter was attempted to be withdrawn from the patient anatomy but was unsuccessful. The dilatation catheter could not be removed from the 3.0x28 rx xience xpedition stent implant. Reportedly, after 3 hours of attempting to remove the dilatation catheter using a snare device, 1.2 mini trek dilatation catheter and multiple guide wires unsuccessfully, the following day the patient was sent to surgery. There was a reported clinically significant delay in the procedure due to the inability to remove the dilatation catheter and the patient being sent for surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.5x21 nc sprinter. Stent: 3.0x18 rx xience xpedition. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.